Event description:
The facility representative reported to (B)(4) customer service that the upstream occlusion does not alarm on the ipump device. The reported condition occurred during programming/set up. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.

Manufacturer narrative:
The facility received technical assistance from baxter on 4 june 2010 and was advised that the occlusion sensor can gather trash and may need to be cleaned. The facility cleaned the sensor/switch and that the device operated fine. (B)(4).